Event description:
A malfunction was reported, identified by the code malf 12. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Customer technical support provided guidance on resetting the pump, and after a reset, the malfunction did not reoccur. The customer was advised to continue pump use and to contact support if the malfunction recurred, which the customer agreed to do.